Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube and the second did not deploy out of the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No patient complications were reported by the hospital.